Event description:
Allegedly plate broke 4 to 5 months post-op when patient began weight bearing and was removed 6 months later.

Manufacturer narrative:
Invetigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.

Event description:
Allegedly plate broke 4 to 5 months post-op when patient began weight bearing and was removed 6 months later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed. Device history record reviewed.evidence that product in spec when used. Use of device could not be determined.product determined in spec.